Manufacturer narrative:
There is no evidence in the available instrument logs of a protocol failure resulting in tissue samples being held in either retort covered in alcohol. Bottle 5 (ethanol) was removed from the instrument for approximately five (5) seconds at 13:05pm on (B)(6) 2015, which is not sufficient time to complete manual replacement of the reagent and the properties of the corresponding reagent station were reset at 13:05pm on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 5 (ethanol) remained unchanged at 53.8%, because the reagent had not been replaced. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "fatty breast" protocol started in retort b at 15:56pm on (B)(6) 2015, which completed successfully at 09:53am on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 09:28am on (B)(6) 2015, which completed successfully at 10:49am on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 12:38pm on (B)(6) 2015, which completed successfully at 13:58pm on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 14:47pm on (B)(6) 2015, which completed successfully at 16:07pm on (B)(6) 2015 and the "fatty breast" protocol started in retort a at 17:40pm on (B)(6) 2015, which completed successfully at 11:37am on (B)(6) 2015. Review of the reagents used for the protocols from which sub-optimal tissue processing was identified shows that the reagent in bottle 5 (ethanol) was used for the first time in the final dehydration of the "fatty breast" protocol started in retort b at 15:56pm on (B)(6) 2015. Bottle 5 (ethanol) was subsequently used for the final dehydration step of the "factory 1hr xylene standard" protocol started in retort a at 09:28am on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 12:38pm on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 14:47pm on (B)(6) 2015 and the "fatty breast" protocol started in retort a at 17:40pm on (B)(6) 2015. Although the user affirmed in the instrument software that the concentration in bottle 5 (ethanol) was to be set to default value of 100% at 13:05pm on (B)(6) 2015, the actual ethanol concentration in bottle 5 (ethanol) remained unchanged at 53.8% because the reagent had not been replaced. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 5 (ethanol) was used in the final dehydration step of the "fatty breast" protocol started in retort b at 15:56pm on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 09:28am on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 12:38pm on (B)(6) 2015; the "factory 1hr xylene standard" protocol started in retort a at 14:47pm on (B)(6) 2015 and the "fatty breast" protocol started in retort a at 17:40pm on (B)(6) 2015. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the protocols from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the protocols from which sub-optimal tissue processing was reported. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from the 1 hour protocol, which commenced on (B)(6) 2015. The complainant advised that the laboratory was unable to access the retort to retrieve the samples; as a consequence the tissue samples remained in the retort covered with alcohol for a number of hours until a user intervened. The complainant described the affected tissue samples as "too soft". On (B)(6) 2015, a leica field support scientist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss observed that, although the station properties of bottle 5 had been reset the day prior to the reported processing issues, the reagent in the bottle was "clearly dirty alcohol". The fss was advised by a laboratory staff member that the station properties for bottle 5 (ethanol) were reset without actually replacing the reagent in the reagent bottle because "when it came to changing that bottle he found that they had run out of alcohol". The fss reported that the laboratory replaced the reagent on the instrument at the time of the event and completed a validation run(s) using non-diagnostic tissue in order to assess the quality of tissue processing prior to processing any further diagnostic samples. On (B)(6) 2015, the leica field support scientist stated that "they think there may have to be one re-biopsy and there was a delay in diagnosis as a case missed mdt". The patient identifier; age and gender of the patient requiring re-biopsy has not been received by leica biosystems as at 09 december 2015, despite several requests being made to the laboratory.